Event description:
Sorin group received a report that the cardioplegia pump displayed an error message and stopped during a procedure. Power cycling did not resolve the issue. The tubing was placed on another pump and the case was completed without issue. There was no patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. Preventive maintenance was performed without malfunction and the device was returned to service. The service representative believes the issue was caused by over-occlusion of the pump. However, as the issue was not reproduced, the exact root cause could not be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the cardioplegia pump displayed an error message and stopped during a procedure. Power cycling did not resolve the issue. The tubing was placed on another pump and the case was completed without issue. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.